Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the cadd pump experienced a no disposable pump won't run alarm. Troubleshooting was attempted; however, the alarm could not be resolved. The pump was powered off. The programmed infusion rate was 2.2 ml/hour, and the remaining volume was 11.2 ml. The volume delivered was 88.85 ml. The pump was determined to be under-delivering. This event occurred during an infusion with patient involvement; however, no patient harm was reported.